Event description:
In 2009, the patient reported she has difficulty adjusting her insulin infusion device piston rod to the cartridge plunger. She was educated on properly adjusting the piston rod. She was advised that insulin delivery may be affected if the cartridge and adapter are too tightly threaded together. The patient stated this may be why her blood glucose has been elevated for the past 3 weeks. Her adapter was last changed 1 month ago. She has not received any error messages on her device. The patient was instructed to check her bolus history, time and basal rate profile and she confirmed they were accurate. She is using an alkaline battery that was last changed 6 weeks ago. She said she does not always allow the insulin to reach room temperature prior to use, and was advised to do so. She stated her basal rates were changed by her doctor. She has recently been ill with sinus trouble. Troubleshooting did not find any product issues. No product will be returned for evaluation.

Manufacturer narrative:
Method/results code: no product will be returned for evaluation.